Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker, implanted overseas, would not interrogate even with the use of a software key. In addition, the device would not deliver pacing with magnet use. It was determined that the battery of this pacemaker had reached end of life (eol). The pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker, implanted overseas, would not interrogate even with the use of a software key. In addition, the device would not deliver pacing with magnet use. It was determined that the battery of this pacemaker had reached end of life (eol). The pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.